Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that during the impella placement, the patient was returned to the operating room with bleeding from the chest tube. It was reported that various products were provided to the patient. Heparin was removed from the purge to manage the complication. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived.